Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported sensor is unknown. The date entered is the awareness date. The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving a high reading from their adc freestyle libre sensor. Customer reported a high reading of 381 mg/dl which was higher than a lab reading of 128 mg/dl. The arrow was found to be in a horizontal position. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and the serial number listed was not found in the database. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could lead to the complaint.    A tripped trend review was conducted for libre sensor. The investigation concluded that the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. During the relevant review period of one year prior to case awareness date there were no trips. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving a high reading from their adc freestyle libre sensor. Customer reported a high reading of 381 mg/dl which was higher than a lab reading of 128 mg/dl. The arrow was found to be in a horizontal position. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.